Event description:
On (B)(6) 2011, the pt reported a high blood glucose (bg) reading of 388 mg/dl with symptoms of nausea and blurred vision. The pt denied testing for ketones. The pt reported her target blood glucose is 115 mg/dl. At time of troubleshooting, the pt confirmed she changed site including cartridge and insulin. The pt reported site appeared in good condition. No air bubbles present in cartridge and the pt claimed the pump primes easily with no leakage observed. No related alarms appeared in pump history. It was noted that adv bolus was disabled and the pt enabled during call. Basal rates, isf, I:c, targets and time/date were all correct in pump. During review of bolus history it was revealed there were 6 attempts to give a bolus of 0 of 0. It is not known if the pt attempted to bolus using the pump or meter remote. It was noted that the pump showed a two hour limit as 6 units. The pt changed the two hour limit to 20 and bolused 4 units in response to the high blood glucose of 388 mg/dl at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.